Event description:
Customer was hospitalized for high blood glucose levels. The troubleshooting conducted indicated that the pump was operating as designed, however, the nurse was unable to complete high pressure test at time of call. The nurse was advised to have customer call back to complete troubleshooting of pump.